Event description:
Home pt (hp) reported shoulder pain, similar to excessive air, while using the homechoice cycler for adp therapy. Hp reports pain was felt for approx three weeks and subsequently requested a replacement homechoice cycler. Hp has a 'wet day' with a last fill volume of 1500ml, however, the health care professional (hcp) states this volume of fluid is drained prior to start of therapy using the homechoice. Hp further relates he no longer feels pain. May be attributable to homechoice cycler but feels he may have caused incident through user error. Hp states he does not check to verify that the fluid level is at or near the connector at the end of the disposable set pt line before connecting himself, contrary to instructions in the homechoice pt at home guide. According to hp and hcp, there was no pt injury of medical intervention.